Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented for routine follow-up in clinic, post-paced t-wave oversensing was observed on real-time freeze capture. Programming changes were made.